Event description:
Harmonic scalpel would only work intermittently, removed from field, replaced with another harmonic scalpel that worked without issue. Use: less than 5 minutes. Reason for use: hysterectomy.